Event description:
On 11/03/2021 it was reported by a sales representative via sems that both the 0467-000 blue straight handle and 0468-000 blue t handle were having issues when trying to remove the nail holding bolt. Both of the handles kept spinning without spinning the ball hex driver. A different troch nail set, and new handle were used to remove the bolt. Requested additional information

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, no abnormalities were noted with the device. During functional testing, it was found that the device would come unscrewed from within the blue handle. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.